Manufacturer narrative:
Unit passed the delivery accuracy test. Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit functioning properly during testing. Unit received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had the under delivery of the insulin. Customer alleges the insulin pump. Customer¿s blood glucose level was 412 mg/dl at the time of the incident and the blood glucose value of the customer was 202 mg/dl at the time of call. The customer was treated with the insulin pump. Troubleshooting was performed. The customer stated that there were no air bubbles or bent cannula. The insulin pump will be returned for the analysis.